Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) recorded a signal artifact monitor (sam) event due to respiratory rate trend (rrt) oversensing on the right atrial (ra) lead, while the patient was in a lead revision. Reportedly, this patient's ra lead was having the revision, as it was severed on a previous open heart surgery. Pacing impedance was high out-of-range of over 3000 ohms. The ra lead was explanted, replaced and discarded, thus, it is not expected to be returned. No additional adverse patient effects were reported.